Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 15985814/16651824/16651824, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was experiencing lateral stimulation. High impedances were noted on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively.